Event description:
Clinical study patient ID: (B)(6). It was reported that a 21 mm regent valve (aortic) was successfully implanted on (B)(6)2022 with no reported complications; the patient remained hemodynamically stable through the valve implantation. Post procedure, on (B)(6) 2022, low intermittent blood pressure was observed. Bleeding from a pleural effusion was observed and the patient had 60-200 ml pleural effusion in 1 hour. Patient's hemoglobin was noted as 70 g/l. Blood transfusions were provided and on the same day, thoracotomy was performed was performed successfully. The device was functioning at intended. The patient returned to intensive care unit (ICU) and was noted to be recovery well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bleeding from a pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.